Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The stent showed no signs of movement and was crimped equal distance between the proximal and distal markerbands. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. A visual and tactile examination found no issues with the profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that "stent shortening occurred." A 2.75x20mm promus element ¿ drug eluting stent was advanced to treat the lesion but the physician noticed under angiography, that the space between the mark of the proximal stent and the stent body was too long and suspected that stent shortening occurred. The physician attempted to advanced the stent but failed to cross the lesion. The device was removed and the procedure was completed with a different device. No patient complications were reported and patient's status was stable.

Event description:
It was reported that "stent shortening occurred." A 2.75x20mm promus element ¿ drug eluting stent was advanced to treat the lesion but the physician noticed under angiography, that the space between the mark of the proximal stent and the stent body was too long and suspected that stent shortening occurred. The physician attempted to advanced the stent but failed to cross the lesion. The device was removed and the procedure was completed with a different device. No patient complications were reported and patient's status was stable.